Event description:
The customer reported to beckman coulter (bec) that platelet (plt) counts were high on the 6c low and high controls on the unicel dxh 800 coulter instrument. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found that the electrode on the red blood count (rbc) bath was faulty. The fse replaced the rbc bath as well as cleared blockage from the sweep flow which resolved the high platelet (plt) counts on the low and high 6c controls. Following the repairs, daily checks and quality control (qc) passed verification and the instrument was performing within specifications. However, on the next day the plt backgrounds were high. The fse returned to the customer's laboratory on 04/30/2013 and replaced the rbc bath again to correct the issue. Service activity was performed and was verified to meet the specified requirements per established procedures. Failure mode was related to a faulty electrode on the rbc bath and a blockage in the sweep flow line. The instrument performed as expected flagging plts on the low and high 6c controls. (B)(4).